Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported a concern with bent infusion cannulas. She did not have add'l info and asked to call back at a later time. Follow-up was completed with pt on (B)(6) 2011. Pt experienced elevated blood glucose in the 300 mg/dl range. She would remove the infusion headset and notice the cannula was bent close to the adhesive. There was also insulin leakage from insulin pooling underneath her skin. No error messages were received on the infusion device. Normal blood glucose is 120-150 mg/dl. Pt treated hyperglycemia by changing the headset and bolusing, and blood glucose would then decrease. Pt was not able to provide the dates that this occurred, but this was an ongoing intermittent issue. Pt did not have scar tissue, infection, or irritation at her infusion sites. No product has requested for eval. The pt did not require assistance from a health care professional or second party to address the issue.